Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load; the umbrella did not deploy when the heartstring was closed together. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. (B)(4).